Manufacturer narrative:
The device was evaluated by the provider. The device is operating properly. The provider could not duplicate the alleged incident.

Event description:
Claims unit is changing speeds on its own and ran over customer.